Event description:
It was reported vpace (ventricle) was not capturing. Lead impedance was 2336 ohms. Lead impedance patient alert had toned for impedance > 2000 ohms. The patient had an episode that lasted for an hour that showed lots of noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.